Event description:
This report summarizes 25 malfunction event(s), where it was reported the devices experienced an inability to adjust the cot height or to lower the fowler. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 25 malfunction event(s), where it was reported the devices experienced an inability to adjust the cot height or to lower the fowler. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to update a component code following the completion of a device investigation. Section h codes have been updated.